Event description:
It was reported that the blood pressure decreased in the middle of the procedure. Upon confirming a pericardial effusion using the sound star eco catheter, a pericardiocentesis was performed. This occurred when pulsed field ablation (pfa) was performed on the pulmonary vein (pv). Ablation was performed with the pulseselect¿ pulsed field ablation (pfa) system, before pericardial effusion or tamponade was confirmed. Radiofrequency (rf) was not performed. Atrial septal puncture was performed with rf needle. Steam pop was not confirmed. Irrigation catheter was not used. Extended hospitalization was required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)